Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an MRI on monday (B)(6)-2015, not related to the pump therapy. Per the patient they had the ¿pain stim¿ turned off for the MRI and the patient was not sure if it restarted afterwards. The patient tried to get a bolus the day of the report and kept getting an error code 8476 on the ptm. The patient eventually tried and received his bolus. The patient believed the pump was working otherwise he would have had symptoms and the patient didn¿t have any. The pump was used to deliver dialudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. It additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).